Event description:
The treating physician indicated they did not have records pertaining to the event as the infection and removal occurred under the care of a separate physician. No additional relevant information has been received to date.

Event description:
It was reported that a vns patient had their device removed due to a skin infection. The location of the infection was not provided by the reporter. Review of the generator and lead device history records sterilization prior to distribution. Attempts for additional relevant information have not been successful to-date.

Event description:
Follow-up to the previous physician¿s office revealed clinic notes dated (B)(6) 2012 indicating that the patient developed a purulent non-growing discharge, like an allergic process, which occurred twice at the healed suture site. The date of surgery and the location of the surgery were not known by the physician¿s office. Additional relevant information was not available, and has not been received to-date.